Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an alterra tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the pulmonic delivery system balloon ruptured during deployment and there was difficulty removing the device out of the valve/alterra prestent. This resulted in the sapien 3 valve and alterra prestent to move too proximally into the right ventricle. It was decided to evaluate the patient with the valve in place. The valve was working perfectly, however, the operator did not like that the valve and prestent moved. The decision was made to explant the valve and prestent, and implant a surgical valve the same day.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for migration was unable to be confirmed. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. The complaint description states, 'the pulmonic delivery system balloon ruptured during deployment and there was difficulty removing the device out of the valve/alterra prestent. This resulted in the sapien 3 valve and alterra prestent to move too proximally into the right ventricle. It was decided to evaluate the patient with the valve in place. The valve was working perfectly, however, the operator did not like that the valve and prestent moved. The decision was made to explant the valve and prestent.' As mentioned, there was difficulties deflating the pds balloons. As such, it is possible the altered balloon profile interacted with the prestent and/or sapien 3 valve and excessive manipulation was exhorted to remove the devices, causing the reported migration. Without the return of procedural imagery, a definitive root cause is unable to be determined. However, it is likely procedural factors (pds interaction with prestent, excessive manipulation) have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.